Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were found with acceptable results.

Event description:
A peritoneal dialysis patient called technical services and stated she was in fill 1 of dialysis treatment and the liberty cycler had alarmed for air detected in cassette. The patient stated that she was going to re-setup the cycler and when she removed the cassette she noticed that the fluid leaked inside of the cycler. The patient reported finding a pin hole in the membrane. During follow-up with the patient she stated she re-setup with new supplies following the fluid leak and completed her treatment. The set was discarded. There was no allegation of patient experiencing an adverse event.